Event description:
While conducting a t2 tibial workshop with nursing staff, it was discovered at the end of the workshop that the connecting bolt was jammed into the insertion handle.

Manufacturer narrative:
Evaluation summary: the returned devices matched the report and the reported event was confirmed. Review of the DHR / inspection records of both instruments revealed no discrepancies. Both devices were documented as faultless prior to distribution. Fretting marks are a rare but known reaction if these materials come in contact which each other. During screwing into the nail it is possible that the nhs gets in contact with the inner surface of the tube of the nail handle and friction occurs due to a suboptimal (slight oblique) axial insertion (user related). In combination with small tolerances it is possible that cold welding occurs. The found fretting marks on the instruments returned indicate that most likely cold welding had occurred in this actual case due to repeated suboptimal (slight oblique) axial insertion. A process change was already performed in 2004 to prevent fretting regarding the nail holding screw (surface coating was removed). No further actions were initiated. The case is attributed to improper handling by the user. No non-conformity was identified.